Event description:
Report received of "difficulty of continuous flow of tpn infusion with a stopcock attached to the clave t-port connector". A neonate of unknown profile with a diagnosis of prematurity was receiving an unspecified volume of tpn solution at 5ml per hour via PICC line (which was newly inserted). Report source stated that "with a neonate IV, co routinely attached a stopcock to the clave t-port connector of the PICC tubing for infection and safety issues, and it allows for a shorter IV flush line when administering ivpb medications". The customer reported that during the infusion of the tpn, the pump gave subsequent "occlusion alarms". The nurse did troubleshooting by attempting to flush the IV line. At this time, the pt's IV line had clotted off. The physician was notified, unspecified amount of time delay. The pt did not experience any adverse effects. The infusion was resumed after the PICC IV line was replaced using a stopcock attached to a non-clave type of t-port connector without problem. No additional info available when requested.